Event description:
It was reported that the temperature sensing catheter did not work for insertion and the temperature probe did not read accurately. No patient harm reported. Product was not meeting clinical need for temperature monitoring.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "sensor wire too weak". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state and federal laws and regulations. Caution: federal (u.s.a) law restricts this device to sale by or on the order of a physician do not aspirate urine through drainage funnel wall. Aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone balloon foley catheter. As with all temperature errors, and probe damage may occur. In, medical use, unplug the temperature sensing catheter at the extension cable before activating electrosurgical or other types of direct coupled rf energy sources. Warning: this product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. Refer to the instructions for use. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in serious injury to the patient. Valve type: user luer slip syringe. Do not use needle." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.